Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with code f94 (damaged battery); this condition had the potential to interrupt delivery. This condition was found in the "intermedia area" department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with an f94 alarm was confirmed and reproduced during evaluation. The cause of this condition is due to a defective main battery. The main battery was replaced and all configuration option settings reset to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.